Event description:
A patient complained of his vision was not right six days following a cataract surgery that was performed with a phaco handpiece sterilized in a sterrad 50. The patient reportedly had redness with a film covering the eye associated with the event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete.